Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact speed reducer device could not be connected to the motor device due to a loose set screw, loose housing pin, the motor device had vibration, and was making excessive noise. It was further determined that the device failed pretest for loctite assessment and noise assessment. It was noted in the service order that an attachment was unable to be connected to the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device could not connect an attachment device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had vibration. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).